Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 56 events were reported for this quarter. Product return status 2 devices were received. 1 device was not available for evaluation. 53 devices were evaluated based on historical data analysis. Additional information 56 devices were not labeled for single-use. 56 devices were reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 56 devices were not reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.